Event description:
Customer posted on social media that his insulin pump broke while at work. He is getting a replacement. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.